Event description:
It was reported that the ventilator had an electronic failure. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No information has been provided whether any on-site investigation have been performed by our field service engineer (fse). No log files or service report has been provided despite requests. However, the following parts were added to the complaint; membrane, maintenance kit, control cable, battery module, o2 gas module and back-up battery but no information whether the parts were defective, expired or if they have been replaced. No parts have been returned for further investigation. According to the received information, the cause of the issue has been not been determined.

Event description:
Manufacturer ref#: (B)(4).